Manufacturer narrative:
Report is for one (1) unknown pfna nail. Additional product code: hsb. Device was not able to be explanted device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: a patient requested to have the implanted nail and blade removed. During the removal surgery, the surgeon reportedly encountered difficulty during the removal of the blade in a trochanteric nail proximal femoral nail antirotation (pfna). During the surgery of the centro-medullary nail pfna, the cervical cephalic blade of the pfna nail broke during ablation despite removal ancillary used. The surgery was prolonged about 1 hour. The surgeon reported that it was impossible to remove the pfna nail and a part of the device is in the patient's bone. The part reportedly broke into three (3) pieces during the removal and the surgeon only removed the cap of the material. This report is for one (1) unknown pfna nail. This is report 2 of 2 for (B)(4).